Event description:
It was reported that the needle 25ga 1in experienced leakage. The following information was provided by the initial reporter: the customer uses this product for covid-19 vaccination. According to the customer's report, when aspirating the solution, the solution leaked from the center area of the needle.

Manufacturer narrative:
H6: investigation summary as neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 25ga 1in experienced leakage. The following information was provided by the initial reporter: the customer uses this product for covid-19 vaccination. According to the customer's report, when aspirating the solution, the solution leaked from the center area of the needle.